Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctors visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been to the doctor's with low glucose levels. The patient reported blood glucose were on the rise and so several corrections were made but was not working. The patient's blood glucose levels reached 71 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with glucose tablets, glucose gel, graham crackers and juice. It was also reported that they had hypo pens in case they got below 70mg/dl. The patient was released the same day. The pod was worn when seeking medical attention.